Manufacturer narrative:
Additional information was received that the patient felt soreness at the ipg site since she was implanted. The patient underwent a pocket revision wherein the ipg was replaced and moved to the patient's abdomen. The patient was doing well following the procedure. The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient felt burned by the charger. The ipg site also blisters and was extremely sore to touch. Database analysis revealed no anomalies. The patient will undergo an ipg replacement.

Manufacturer narrative:
Event date: (B)(6) 2013. Additional suspect medical device component involved in the event: model #: sc-5312, serial/lot #: (B)(4), description: scs charger 2.0.

Event description:
A report was received that the patient felt burned by the charger. The ipg site also blisters and was extremely sore to touch. Database analysis revealed no anomalies. The patient will undergo an ipg replacement.